Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, multiple episodes of right ventricular oversensing alerts were noted. The patient stated that this first occurred soon after implant, he received an alert, and an adjustment was made in (B)(6). Review of the transmission revealed the implantable cardioverter defibrillator exhibited post paced t-wave oversensing on the ventricular channel. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.